Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking stopper was confirmed. The returned sample was found to exhibit the same features as a previously investigated event, and the root cause was found to be within the same scope. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that dl PICC line with a leaking t lock assembly. Device was used on one patient. No harm reported. The event did not involve an urgent or life-threatening situation. The leak was discovered when I was flushing the line during insertion, the event did not interrupt treatment and no signs, symptoms or complications experience by patient. We secured the device with a stat lock. There was no patient harm noted due to my intervention.

Event description:
It was reported by customer that dl PICC line with a leaking t lock assembly. Device was used on one patient. No harm reported. The event did not involve an urgent or life threatening situation. The leak was discovered when I was flushing the line during insertion, the event did not interrupt treatment and no signs, symptoms or complications experience by patient. We secured the device with a stat lock. There was no patient harm noted due to my intervention."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.